Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
The site reported that a light adjustable lens+ (lal+, sn: (B)(6), +21.5d) was explanted on (B)(6) 2024 due to the patient's dissatisfaction with their distance vision. An iol from a different manufacturer was implanted as a replacement.